Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified concentration of decadron. It was reported that "as soon as the infusion was started or very shortly there after", the nurse noted that the tubing separated from the proximal side of the backcheck valve. The delivery was stopped. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not completed. (B) (4). (B) (4).